Manufacturer narrative:
This supplemental report is being submitted as additional information became available. The device referenced in this report was returned to olympus surgical technologies (B)(4) for evaluation. According to the evaluation of (B)(4), the insertion tube became new and the glue used on the insertion tube was not the quality that could pass the final inspection of olympus, and was repaired by a third party. An abnormality that relates to infection could not be found. The exact cause of the reported event could not be conclusively determined at this time.

Manufacturer narrative:
This device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. The manufacturing record of the device was reviewed with no irregularity found. If additional information becomes available at a later time, this report will be supplemented. Please cross-reference to 8010047-2016-00394.

Event description:
Olympus was informed that two patients contracted pseudomonas. The user facility is investigating the subject device used on the two patients and another lf-tp, two scopes in total, other devices, and the whole reprocessing procedure.